Event description:
Reporter stated that a pt capillary sample was tested, using the suspect device, with a result of 236 mg/dl. Five mins later, pt's blood glucose was reportedly retested, on the same device, with a result of 275 mg/dl. Reporter indicated that a stat lab test (venous sample) was ordered, for the pt, 9 mins after the original test, and revealed pt's blood glucose to be 167 mg/dl. Reporter did not indicate whether pt was treated based on the results obtained on the suspect device. Additionally, reporter did not indicate when qc testing was last performed on the system, or if results had fallen within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.